Event description:
It was reported that the patient experienced worsening and debilitating neck pain which was the pain area treated with a cervical Spinal Cord Stimulator (SCS). A new imaging was performed, and the physician recommended a posterior cervical fusion. In preparation for the said procedure, the patient subsequently underwent an SCS system explant procedure. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED WORSENING AND DEBILITATING NECK PAIN WHICH WAS THE PAIN AREA TREATED WITH A CERVICAL SPINAL CORD STIMULATOR (SCS). A NEW IMAGING WAS PERFORMED, AND THE PHYSICIAN RECOMMENDED A POSTERIOR CERVICAL FUSION. IN PREPARATION FOR THE SAID PROCEDURE, THE PATIENT SUBSEQUENTLY UNDERWENT AN SCS SYSTEM EXPLANT PROCEDURE. THE PATIENT WAS DOING WELL POSTOPERATIVELY, AND THE EXPLANTED DEVICES WERE NOT RETURNED AS THEY WERE DISCARDED BY THE MEDICAL FACILITY.

Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2352-70. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 7072243. MODEL/CATALOG DESCRIPTION: LINEAR 3-4 LEAD 70 CM. UNIQUE IDENTIFIER (UDI) #: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-2352-70. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 7072437. MODEL/CATALOG DESCRIPTION: LINEAR 3-4 LEAD 70 CM. UNIQUE IDENTIFIER (UDI) #: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-4318. SERIAL NUMBER: NA. BATCH/LOT NUMBER: 28865921. MODEL/CATALOG DESCRIPTION: CLIK X ANCHOR STERILE KIT. UNIQUE IDENTIFIER (UDI) #: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2352-70.Serial Number: (b)(6).Batch/Lot Number: 7072243.Model/Catalog Description: LINEAR 3-4 LEAD 70 CM.Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-2352-70.Serial Number: (b)(6).Batch/Lot Number: 7072437.Model/Catalog Description: LINEAR 3-4 LEAD 70 CM.Unique Identifier (UDI) #: (b)(4).Model Number/Catalog Number: SC-4318.Serial Number: NA.Batch/Lot Number: 28865921.Model/Catalog Description: CLIK X ANCHOR STERILE KIT.Unique Identifier (UDI) #: (b)(4).Investigation Results:The devices were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.